Event description:
It was reported that balloon rupture occurred. Two balloon catheters were used for dilatation. A 3.00mm x 15mm emerge balloon catheter was advanced. However, during the initial inflation at 12 atmospheres, the balloon was ruptured. The device was removed and replaced with another 5.00mm x 15mm nc emerge balloon catheter which also ruptured during initial inflation at 12 atmospheres. The device was removed and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).